Event description:
Correction: the customer reported discrepant total hemoglobin results run on the rp 500 when compared to another siemens lab analyzer and a non-siemens hematology analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data provided by the customer. The co-oximetry functionality on the rp500 appears to have been performing as intended particularly during the time that the sample in question was measured. The co-ox calibration was stable, and no diagnostic errors or exception flags were reported. Aqc results for co-ox were all within specifications. It is known that for accurate thb measurements, whole blood specimens require the red blood cells to be uniformly distributed throughout the entire sample. This can be obtained only by thorough mixing of the blood sample across two planes performed immediately before analysis on the blood gas system. It is not known with certainty if the suspected high thb value occurred due to pre-analytic conditions. Regarding the comparative data, details such as time differences, actual thb values, and corresponding co-ox fraction and analytical values were not provided. This limits the investigative capability. The root cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Siemens has requested the log files for investigation. The cause of the event is unknown.

Event description:
The customer reported discrepant total hemoglobin results run on the rp 500 when compared to another siemens lab analyzer and another blood gas analyzer (unknown). There was no report of injury due to this event.